Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Brushhead coming off in mouth [device breakage]. No adverse event [no adverse event]. Case description: a male consumer of unspecified age reported that his oral-b 3d excel toothbrush was not holding the oral-b brushhead, version unknown and it was coming off in his mouth. No symptoms developed.